Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet issued alert code 41 for an insulin shaft rewind error during a supply change, after which restart attempts and a dry run were unsuccessful and the device was unable to proceed, consistent with a failure to infuse and involving the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device problem characterized as failure to infuse, associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.